Event description:
It was reported that the wire on the tip of the adenoid broke. No pt impact reported.

Manufacturer narrative:
At the time of this report, the unit had not been returned for eval. As add'l info becomes available, a f/u report will be submitted.